Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that during registration, the system struggled to pick up the probe. The site suspected the spheres and replaced them, then registration was successful. However, after the incision, the system kept losing the probe whenever it was brought close to the patient. It was noted that it only picked up when moved away from the surgical field. They tried adjusting the camera position but it did not resolve the issue. Navigation was suspended.